Event description:
It was reported that the insulin pump alarmed multiple errors. The customer stated that they were doing yard work and had the device in their pocket. The customer replaced the battery and the insulin pump went to the default settings. The customer's blood glucose was 102 mg/dl. In the alarm history of the device there were several error alarms present, including a low reservoir alarm. The customer was advised that the insulin pump needs to be changed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).